Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that customer went to emergency room due to high blood glucose on (B)(6) 2019. The customer's blood glucose value was unknown at the time of hospitalization. The customer was confused and also had blurred vision. The customer stated that they had hard time pressing the buttons and time was moving. The customer treated high blood glucose with insulin pump and injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform a carelink upload. The customer declined further troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had chipped paint on the keypad overlay graphics layer on the act button, minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.